Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient's mother. The patient's mother stated the patient was admitted to the children's hospital at 10:30am on (B)(6) 2018 to have the location of the sensor wire inspected. The patient's mother indicated that the doctor advised them that no actions would be taken at that time for removal of the sensor wire because the patient did not have inflammation or reactions to the sensor wire. At the time of further contact, the patient was doing good; however, the sensor wire was still in the patient's body. The sensor was returned for evaluation. An external visual inspection was performed, and the sensor wire was missing. Confirmation of the allegation was confirmed. The probable cause could not be determined.